Event description:
I was having stabbing abdominal pain where my essure was implanted in both fallopian tubes. I had an ultrasound on friday (B)(6) 2019 which found that the left essure had dislodged and is sitting behind my uterus. I have to have surgery to remove this. The essure was originally implanted in 2013. Surgery will be to remove the dislodged essure and remove my fallopian tubes. FDA safety report ID #: (B)(4).